Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in the USA alleging the meter was reading inaccurately compared to the same meter. The reporter alleged obtaining readings of "150, 375, 317mg/dl" on the same meter within 20 minutes of one another. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl. The reporter stated 30 minutes prior to the start of the alleged issue, he had symptoms of "urination." The reporter stated he uses insulin 4 or more times a day. It is unknown if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. However the reporter denied receiving any treatment for an acute complication of diabetes. There is no indication that the subject meter caused or contributed to an adverse event. The reporter stated developing symptoms prior to the start of the alleged issue, therefore, the meter could not have caused the alleged symptoms. However this complaint is being reported because the reporter made a meter vs. The same meter comparison where the calculated difference of the results meets lfs' criteria for precision testing.